Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign material was discovered on the device. When the taxus express2 3.5x16mm drug eluting stent was removed from the package, "fibers" were present between the balloon and the stent. The procedure was completed with another taxus express2 stent. There was no patient contact; therefore, there were no patient complications.